Event description:
It was reported, the patient ((B)(6)) lost stimulation and is experiencing difficulty increasing the amplitude for his therapy. A diagnostic test revealed invalid impedance measurements for several lead contacts. Effective stimulation was recaptured for the patient via reprogramming utilizing the functioning electrodes. There are no plans for surgical intervention at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.